Manufacturer narrative:
Additional information: evaluation of the returned device was completed. X-ray evaluation revealed that the cam assembly had been activated 2 times and no stents were found. The trigger button motion was functioning as intended as the device was able to actuate all remaining positions. The device was disassembled and visually inspected. No non-conformances were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# (B)(4).

Manufacturer narrative:
Additional information:a2, b, b6, b7, g3. Correction: a3. MFR# reference (B)(4).

Event description:
Through follow-up, the following additional information was provided. Reportedly, the stent positioning did not result in any adverse impact and there was no secondary surgical intervention required. Per report, the patient underwent a second cataract procedure, and a yag capsulotomy was performed on (B)(6) 2020 (unrelated to the stent). The patient¿s prognosis was reported as ¿event resolved¿.

Manufacturer narrative:
The devices remain in the patient's eye; thus, date of implant is indicated. The delivery device was returned to glaukos, and undergoing evaluation. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to technique/experience with the device. (B)(4).

Event description:
It was reported that during a cataract plus trabecular micro bypass stent procedure, the surgeon inadvertently deployed two (2) stents posteriorly to the trabecular meshwork (tm) intraoperatively. A backup device was used to implant two (2) stents successfully in the tm. The malpositioned stents remain in the patient¿s eye, and there was no report of patient injury. Additional information has been requested.